Event description:
Customer reported, she was changing her infusion set and noticed that insulin was squirting out when she was waiting for it to drip. Customer connected to the device and went to bed with a blood glucose of 164 mg/dl. At 2:00 am, customer's husband called the paramedics because customer's blood glucose had dropped to 20 mg/dl. The paramedics brought customer's blood glucose up to 300 mg/dl, but an hour and a half later she was back down to 41 mg/dl. Customer stated she had to go and scheduled a call back time for troubleshooting. Customer was called later but it went straight to voicemail. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).